Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that one day post implant they experienced a pulsing sensation near their cardiac resynchronization therapy defibrillator (crt-d) and their chest "started to move." The patient thought they may have received high voltage therapy however upon checking the device over the weekend no high voltage therapy was noted. The patient noted that they were also concerned about one of their leads possibly being dislodged. The crt-d and lead remain in use. No further patient complications have been reported as a result of this event.